Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse adjusted both wash probe sensitivity and ran wash prime without any errors. Then the fse performed a 10 replicate sample run without any errors. The customer than ran quality control and all results were within range. Instrument is functioning as intended and released. A 13 month complaint/ service history review for serial number (B)(4) was performed and found no other complaints with similar event. The most probable cause for this event is wash probe sensitivity. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 2235bf probe 1 suction failure . The error occurred after performing the decontamination procedure. The technical support group (tsg) advised the customer to clean and change wash probe tip and prime wash. Customer requested service in order to address the reported issue which resulted in delay reporting of results for e2, fsh, lhii and progesterone. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.